Event description:
It was reported that a faradrive steerable sheath during insertion to perform a paroxysmal atrial fibrillation, presented while aspirating, air visible in the sheath, a big air bubble was seen. Continued aspirating did not remove bubbles. To solve the issue the device was replaced, and the procedure was completed without patient complications. There was damaged to the luer, and a slow drip leak for the hemostatic valve. An octaray catheter and a farawave were inside the sheath prior to the air event. The physician did describe that he heard something pop when inserting the octaray catheter. Boston scientific transseptal was used. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during insertion to perform a paroxysmal atrial fibrillation, presented while aspirating, air visible in the sheath, a big air bubble was seen. Continued aspirating did not remove bubbles. To solve the issue the device was replaced, and the procedure was completed without patient complications. There was damaged to the luer, and a slow drip leak for the hemostatic valve. An octaray catheter and a farawave were inside the sheath prior to the air event. The physician did describe that he heard something pop when inserting the octaray catheter. Boston scientific transseptal was used. The device has been received for analysis.

Manufacturer narrative:
Upon arrival at boston scientific's post market laboratory, the sheath underwent an initial visual inspection, and no abnormalities were observed. Subsequently, the sheath was subjected to leak testing. It was unable to maintain the valve seal under positive pressure and also failed to sustain a vacuum when tested under negative pressure. The sheath was dissected and examined under microscopy to identify the source of the leak. Investigators found the flush lumen located under the sheath's end cap was torn. Additionally, a tear in the outer valve was found. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the tear in the outer valve, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. Regarding the torn flush lumen, the root cause was traced to device design. The defect was found where adhesive bonds the lumen to the sheath, and such a tear could allow air to enter the sheath.